Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before the prostar xl device was used, it was noticed the sutures of the prostar xl were outside of the device. Reportedly, the device was not used and there was no patient involvement. Another prostar xl device was used in the procedure to achieve hemostasis. No additional information was provided. Subsequently, the device was returned to abbott vascular in a deployed position. A coiled suture lumen was not returned and there was a kink at the proximal end of the marker lumen. There was blood on and in the device indicating use in the anatomy.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostar xl device with a 20f sheath after a transcatheter aortic valve implantation procedure. Another prostar xl was used to achieve hemostasis. There was reported no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Patient coding 2645 removed. Evaluation summary: analysis was performed on the returned device. The reported sutures outside of the device could not be replicated in a testing environment. A conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.